Event description:
It was reported that the right ventricular (rv) lead was capped and replaced non-prophylactically. Follow up has been attempted and no information regarding the reason for replacement has been received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2005 (B)(6). (B)(4).